Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. If further information is received, a supplemental report will be sent. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a patient developed heterotopic ossification after a mobi-c device was implanted. The surgeon stated that the event may have been caused by the device. There is no revision surgery scheduled at this time.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Original surgery date is also unknown. Only information provided is : information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose heterotopic ossification. Pre-implantation diagnosis was hnp (herniation of the nucleus pulposus). Device implanted and ossification observed at c6/7 (noted on follow up xray 2 years post op). Device size: 5x13x17. Surgeon described heterotopic ossification as class IV in response to question, was the event related to the device?, surgeon answered, possibly device-related: there is a reasonable possibility that the adverse event may have been primarily caused by the device. Current information is insufficient to permit a valid conclusion about the cause of this event. Investigation is still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us: heterotopic ossification. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose heterotopic ossification. Pre-implantation diagnosis was hnp (herniation of the nucleus pulposus). Device implanted and ossification observed at c6/7 (noted on follow up xray 2 years post op). Device size: 5x13x17. Surgeon described heterotopic ossification as class IV in response to question, was the event related to the device?, surgeon answered, possibly device-related: there is a reasonable possibility that the adverse event may have been primarily caused by the device. No other information provided. Investigation still in progress.